Manufacturer narrative:
510k: this report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: klima, m. (2021), comparison of early fatigue failure of the tfna and gamma 3 cephalomedullary nails in the united states from 2015-2019, journal of orthopaedic trauma, vol. 35(2), pages e39-e44 (USA). The purpose of this study was to compare reports of implant fatigue failure to the FDA of two commonly used cephamedullary nails, the tfna and gamma 3, to evaluate differences in time from implantation to failure, and to determine factors contributing to early failures. From january 2015 to october 2019, 2,724 total medical device reports were submitted to the FDA regarding gamma 3 and tfna (1,651 and 978, respectively). Tfna comprised 350 reports coded ¿break¿ that included the implants, instrumentation, or implant components such as distal interlocking screw. The following complications were reported as follows: for both implants, the 2 most common categories of reports were implant fatigue failure with 342 reports and femoral head cutouts with 334 reports. Tfna had 183 fatigue failures. All implant fractures occured in the same location through the proximal screw aperture. 23 implants were returned to the manufacturer for inspection with an available report. Only 2 of the inspections detailed "radial scuff marks" and "burrs" located along the lateral margin of the proximal screw aperture made by contact with a drill that accelerated fatigue. This report is for an unknown nail head elem: tfna lag screw. This is report 1 of 2 for (B)(4).